Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7.0fr bard d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter leak and identified fracture issues as a split was noted on the white luer extension leg, proximal to the catheter hub. Upon infusion, a leak from the split was noted on the white luer. Furthermore, a complete circumferential break was noted on the distal end of the catheter. However, the surface was noted to be glossy with striations throughout. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method) h11: b5, d1, d4 (medical device catalog number), g1, h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometimes post chronic catheter placement procedure, the device allegedly leaked. Reportedly, the device was repaired. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.